Event description:
It was reported that there was a lead warning and patient alert due to low lead impedance measurements on the high voltage portion of the ventricular lead. An insulation breach was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily high voltage lead impedance trend data shows an abrupt decrease for defibrillator active can on impedance=51 to 3 ohms min between (B)(6) 2011 and (B)(6) 2011. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:03.